Manufacturer narrative:
Concomitant product: 6948 lead, implanted: (B)(6) 2007; 4076 lead, implanted: (B)(6)2007.

Event description:
It was reported that right ventricular (rv) lead thresholds had increased to a high range. The lead remains in use as it is still capturing the ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.